Event description:
Penumbra catheter broke inside patient's iliac artery. No patient harm occurred a snare kit was used to fully retrieve catheter. Manufacturer response for aspiration catheter, penumbra cat rx kit aspiration catheter (per site reporter).